Event description:
The site reported the following: the patient was scheduled for a CT of the chest with intravenous contrast to rule out a pulmonary embolism. The contrast was delivered at a rate 4.8mls/sec. The patient complained of pain at the injection site following the injection. An extravasation was noted in the patient's left forearm at the injection site. Post-procedure, the patient underwent surgical debridement of necrotic tissue.

Manufacturer narrative:
The site declined a system service check out of the injector by a medrad field service representative. Additional applications training was offered; however, the site declined.